Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17295711m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Coronary sinus catheter. Non biosense webster - bard coronary sinus catheter (ref#(B)(4), lot#reyj2227). Non biosense webster - bard jsn woven catheter (ref#(B)(4), lot#gfzd3444). (B)(6). (B)(4).

Event description:
The physician was advancing the navistar catheter retrograde through the right femoral artery (rfa) up to the aorta when it was noticed that the patient became bradycardiac. The staff cycled the blood pressure to ensure it was not a simple vagal response since all vitals are in the room being monitored by the registered nurse. During this time, it was noted that the heart was not moving the way it did at baseline under fluoroscopy. The code team was then called while they were able to obtain a transthoracic echo and saw an effusion. The code team started all necessary procedures and treatment to stabilize the patient. They attempted a coronary intervention, extracorporeal membrane oxygenation (ECMO), pericardiocentesis, intubation, drug infusions, transesophageal echocardiogram (tee), and cardiopulmonary resuscitation (CPR). Then the patient went to the operating room for an emergency coronary artery bypass graft (CABG) which the surgeon called off before attempt was made due to what was seen on the tee. The charge registered nurse said it was too late as the patient had bled out and expired. The physician's opinion regarding the cause of this adverse event was that it was procedure related as when advancing the navistar catheter, the left main coronary artery was dissected.